Event description:
It was reported that a large volume folfusor underinfused; between 15% to 80% remained in the device. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The device was filled with piperacillin/tazobactam 18g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred between on (B)(6) 2022. Initial reporter city: (B)(6). The device was manufactured from may 28, 2022 - may 29, 2022. Three (3) actual devices were received for evaluation containing 61ml, 69ml and 129ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified on all samples. The devices were found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction: this report is a duplicate of manufacturer report number 1416980-2022-06634. All information can be found under manufacturer report number 1416980-2022-06634. Should additional relevant information become available, a supplemental report will be submitted.